Event description:
A malfunction on a pump was reported, with the caller indicating that no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided information on how to reset it in the future. As the malfunction code did not recur after the reset, the customer was advised to continue using the pump and to contact support if the issue arises again, which the caller acknowledged and understood.